Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with a high blood glucose of 1,000 mg/dl, after eating and immediately taking a medication that made him fall asleep and unable to treat himself appropriately with a bolus delivery. The customer stated that he was wearing the insulin pump at the time emergency medical services were called. Nothing further was reported.